Event description:
The customer reported experiencing high blood glucose of 382mg/dl, and her glucose level was treated with a manual injection. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run the manual prime test and the insulin did exit. The time, date, basal rates were correct, but the bolus wizard settings were incorrect. Assisted the caller in correcting them. Instructed the customer to remove the cannula, but it was not bent. After receiving the tubing clamp the high pressure was completed and the test failed twice. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.